Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report # (B)(4). The investigation of the device is anticipated. The sample will be picked up at customers location. A follow-up report will be provided after the inspection results are available. Device history record (DHR): reviewed the DHR for batch 20c03ge211, and there is no abnormality, and no such defect detected at in process, and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over-infusion.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 125-25-s without packaging. The sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 125 ml with nacl 0.9 %. After starting the pump, the pump is working immediately (solution was running). We detected no leakages at the sample. Furthermore, the flow rate of the pump was tested. Nominal: 5 ml/h actual: 6.0 ml in 1 h; 12.0 ml in 2 hrs; 60.3 ml in 13 hrs. The decisive value to evaluate the flow rate will be measured approximately at the half of the pump running time. The flow rate of the inspected pump is within our specifications. Summary and assessment: relating to the too fast flow we consider the complaint as not confirmed. Based on the conducted investigations the tested sample is within the specification according to the flow test.